Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging nausea, dizziness and felt like being poisoned. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nausea,dizziness and felt like being poisoned related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally /internally and observed unknown contaminant on the sd card flip door and the top enclosure and an unknown dust contaminant was present on the top enclosure,bottom enclosure,blower and blower box . The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes that they could not confirm the customer's allegation and there is no evidence of degradation/breakdown was not observed and they confirmed no presence of degraded sound abatement foam.